Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure while trying to run autocapture test, the pulse generator exhibited diagnostics anomaly. The device was reprogrammed. The patient's condition was stable.